Manufacturer narrative:
(B)(4). B5: describe event or problem additional. D10: device availability additional. H2: additional information /device evaluation. H3: device evaluated by manufacturer additional. H6: event problem and evaluation codes additional.

Event description:
It was reported that signal loss over 1 hour occurred on for transmitter with serial number (B)(6). However, transmitter with serial number (B)(6) was returned for evaluation. An external/exterior visual inspection was performed and passed. Voltage test was performed and passed. Pairing test/download with nordic bluetooth device was performed and passed. A review of the share logs was performed and found loss of connection for serial number (B)(6) within the investigation window. The allegation was confirmed. The probable cause was determined to be patient allegation confirmed but could not be reproduced with returned product. The reported event of signal loss over 1 hour is reportable based on the complaint is confirmed because of the loss of connection. Defect was not found to be the transmitter. No injury or medical intervention was reported. Subsequent to the initial MDR, additional information is available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. A review of the share logs was performed and signal loss was found within the investigation window. The allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.